Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: e315 occurred due to circuit board failure, e315 occurred due to dirt, foreign material adhesion, corrosion, etc. At the connector electrical contacts, e315 occurred due to abnormal continuity caused by internal flooding . The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system, warnings and cautions or precautions. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing the subject device for use, only half of the image was displayed on the screen. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found scope error e315 was displayed on the monitor. This report is being submitted for the malfunction error e315 found during the device evaluation.